Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the patient experienced two rectal mucosal injuries associated with the use of dignishield. It was unknown what medical intervention was provided for rectal mucosal injury.

Manufacturer narrative:
The reported issue is inconclusive as no sample was returned for evaluation. A potential root cause for this failure could be "materials of construction are not biocompatible/ inadequate biological evaluation". It was unknown whether the device had met relevant specifications. The product was used for treatment purposes. It was unknown whether the product had caused the reported failure. The product catalog number and the lot number for this device are unknown, the device history record could not be reviewed, and bd is unable to determine the associated labeling to review. Correction: g. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the patient experienced two rectal mucosal injuries associated with the use of dignishield. It was unknown what medical intervention was provided for rectal mucosal injury.